Event description:
It was reported that the mainframe screen was ¿going blank and lines showing up¿. Follow-up with the customer found the patient had been anesthetized prior to testing the equipment. When they realized the equipment would not work and they cancelled the procedure, they had to wake up the patient. It is unknown if the procedure was rescheduled. There was no report of patient injury as a result of this event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): the device was returned for evaluation and repair. The product analysis could not verify the reported complaint ¿going blank and lines showing up¿; however, the cpu battery was out of specification which may cause the system to not boot-up properly. The device was repaired,tested t o specifications, and returned to the customer.